Manufacturer narrative:
The reported unused device was returned for evaluation in its original unopened package. Label verification and visual inspection were performed. A hole was found in the poly material, adjacent to the device's proximal electrode, of the package. This defect resulted in a sterile breach and was likely caused by the device after the sealing process. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing 250 units, no prior complaints have been received. A two-year review of complaint history revealed 22 similar prior complaint devices. During this same time frame, 2,790,138 devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.0008 percent. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(6) reported "tear" on the sterile pouch of the device. There was no patient involvement as this defect was discovered during incoming inspection. This report is raised on the basis of a sterility breach found during the device evaluation.